Manufacturer narrative:
The customer reported that during placement and reshaping of the advanta v12 stent, it was discovered that the stent's balloon was broken. There were no consequences for the patient. Additional information provided by the complainant stated that there was no calcification or any other stents that were implanted. The complainant stated that the balloon with stent reached target (left renal) without any complication. When in place it could not be inflated. The stent remained on the balloon and was pulled back from the patient. Based on this additional information it contradicts the original reported information that was provided which stated that ¿during placement and reshaping of the stent, it was discovered that the advanta stent's balloon was broken¿. This implies the stent was deployed and then was attempted to be reshaped or post dilated. The device in question was returned and evaluated. The device was received in a bag where the balloon of the catheter was inside the knot at the top of the bag. When removed the balloon had been bent significantly. The balloon appeared to have been fully opened during the procedure. Based on the details provided the balloon of the device would not open to expand the stent and the device was removed and replaced with a new advanta v12 and the procedure completed without consequences to the patient. If this were the case the balloon would not have been fully opened when received. The returned device was attempted to be inflated but was unable due to the amount of crystalized contrast within the inflation lumens. The catheter was then cut approximately 15cm from the balloon and a touhy borst adaptor attached to the catheter shaft. The balloon was pressurized and a small pin hole/leak at the distal end of the dilatation zone of the balloon was observed. The leak was round in shape and in this regard the leak in the balloon has been confirmed however it has not been confirmed to be related to a manufacturing issue. A review of the device history records shows that there were no non-conformances noted, and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n 517512 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify several related complaints involving balloon burst, which were associated with procedure complications that resulted in the rupture of the balloon of the catheter. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the device evaluation, the complaint is confirmed due to the identified hole in the balloon, however there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the details of the complaint and the fact that the balloon was in the opened state when returned and lack of the stent used in the case it is possible that the balloon ruptured during the ¿re-shaping of the balloon after deployment. In this regard the root cause is impossible to define.

Event description:
N/a

Event description:
It was reported that during placement and reshaping of the advanta v12 stent, the balloon could no be inflated and the stent remained on the balloon and was pulled back from the patient. It was discovered that the advanta stent's balloon was broken. It resulted into malposition and dislocation of the stent. To continue the treatment second advanta stent was used and treatment was completed without any failure. There was no patient harm reported.

Manufacturer narrative:
This event occurred on the switzerland market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the advanta stent (ous device). It is a significantly similar device to icast stent which is sold in the USA under primary di number (B)(4), premarket submission number p120003. Upon completion of the investigation into this event a follow-up report will be submitted.